Event description:
It was reported to philips that the system could not perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed in another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform geometry movements. The system logfile also generated an error related to the movement. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the balancing unit cable was locked up inside the housing, which was preventing the frontal arm from rotating. To resolve the issue, the fse replaced the balancing unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.